Event description:
It was reported that the device would not power on. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.